Event description:
It was reported that "in a hardware removal case the xia 2 driver had a prong break off. There seemed to be a lot of bony in growth around and threw the screw. It took a good amount of torque to loosen up screws. Inspected removed screws next day for broken prong and was unsuccessful of locating it. Notified hospital and doctors pa. Doctor's pa stated he seems to remember then finding a broken piece and putting it on back table."

Event description:
It was reported that "in a hardware removal case the xia 2 driver had a prong break off. There seemed to be a lot of bony in growth around and threw the screw. It took a good amount of torque to loosen up screws. Inspected removed screws next day for broken prong and was unsuccessful of locating it. Notified hospital and doctors pa. Doctors pa stated he seems to remember then finding a broken piece and putting it on back table."

Manufacturer narrative:
Method: visual inspection, functional inspection, and device history review. Results: visual inspection: the device was not returned for evaluation. Based on the event description one would consider that prong at tip of this device which connects with the bone screw head slots broke off. Functional inspection: given the product condition (one prong broken), it would no longer be optimally functional for its intended use. Device history review: no relevant deviations in regards to the failure mode were reported upon review of the manufacturing records. Conclusion: the product was not received back for evaluation. No adverse consequence was reported for the patient at this time. The event reports that the shaft was broken during removal of screw supporting potential cantilever efforts provided on the prongs. Additionally, based on the event description, there seemed to be a lot of bony in growth around the screw and it probably took a large amount of torque to loosen up screws supporting that high loads with potential cantilever was applied to the device. Hence, it is believed that such an event would be the result of the condition of use and not the fact of a product discrepancy.